Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. (Details) IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had air/water flow issues. There was no report of patient harm. The device was returned, evaluated, and a foreign object came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign object coming out of the nozzle, other evaluation findings are as follows: the upward/downward knob could not be locked securely due to wear of the forceps elevator lever; the adhesive on the bending section cover was chipped, crack, and had a white clouded area; the adhesives around the objective lens and the light guide lens were peeled; the paint on the suction cylinder and the air/water cylinder was peeled; switch#4 was worn; and there were scratches on the connecting tube, the suction connector, the protector of the universal cord on the suction connector side and the control section side, the grip, the switch box, and switch #1. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.